Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced light headedness and presented via merlin.net. Review of the transmission revealed that right ventricular lead exhibited noise. The patient was brought into the clinic for further testing. The noise was able to be reproduced with arm movements. The lead also exhibited loss of capture. No intervention was reported.